Event description:
Kimberly-clark corp rec'd notice on 07/20/06 from a tampon user that she saw her dr in 2006, complaining of a bad odor from her vaginal area and vaginal discharge. During the vaginal examination the dr alegedly discovered a piece of tampon material lodged in her upper cervix area. The pt was immediately sent to the ER where the material was removed and was treated with antibiotic.

Manufacturer narrative:
Product was not available for eval.